Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 58 devices were evaluated in the field and the issue was confirmed; 32 devices had broken/damaged components, 9 devices had bent components, 4 devices had worn components, 4 devices had dirty components, 4 devices had loose components, 2 devices had missing components, 1 device had a stripped/sheared component, 1 device had a detached component, and 1 device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 60 </noe> malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement.